Event description:
One touch ultra meter powers off during use. This issue was not resolved with troubleshooting. A reading of 248 mg/dl was reported. On the meter. The patient described symptoms of being thirsty, shaky, flushed and hungry. A medical professional was contacted and advised the patient to increase diabetic medication. Based on the information supplied by the patient, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and test strips were replaced.